Event description:
It was reported that upon delivery, a new renasys ez device was found with no battery and could not be recharged. No patient involved.

Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. Visual inspection was performed and showed the bracket and baseplate is defective. Functional inspection was performed and showed the battery is defective. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Root cause is a defective battery. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.